Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 107 mg/dl at the time of the call. The customer was given liquid glucose to treat. The customer experienced symptoms such as shaking, sweating, anxiety, mental confusion, unresponsiveness, and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over delivered. Customer had pneumonia and was feeling unwell. The insulin pump will be returned for analysis.